Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the unit does not power on using ac or dc source. Internal visual inspection reveals damaged ui, set and system boards, multiple missing components and a missing ribbon cable, therefore the unit is unable to engage in monitoring. The ui, set, sys board and missing cable were replaced and the unit functioned as designed.

Event description:
It was reported that the unit turns on and off on its own. The device was not in use on patients.